Event description:
New information received indicates that noise episodes continue to appear. Programming changes were suggested. The patient will be brought into the clinic for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained lead noise was noted on the rv lead due to t-wave oversensing. Externalized conductors were observed under fluoroscopy. The patient is scheduled for lead noise testing. Programming changes were discussed.